Event description:
Related manufacturer reference numbers: 3006705815-2019-02038. It was reported that the patient's leads migrated. As a result, surgery occurred to reposition the leads on (B)(6) 2019, which addressed the issue.